Event description:
The home patient reported a reload set 160 alarm on a homechoice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a crack in the cassette. The used cassette was discarded, replaced and the therapy was restarted with new supplies. No patient injury or medical intervention was reported related to the event.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer.